Manufacturer narrative:
Section d4: correction (UDI). Section h4: additional information. Manufacturer's investigation conclusion: the reported event of no external power and low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file captured no external power and low voltage hazard alarms on (B)(6) 2020 from 1:16:49 to 1:19:11 due to a loss of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-02176, 2916596-2020-02175, 2916596-2020-02458. It was reported that the system monitor was intermittently going blank when the patient's primary controller was connected to the power module. History could not be collected, as the message ¿unable to retrieve history data¿ was displayed. Several system monitors were used by the nursing staff to resolve the issue. The patient's driveline had frayed areas, which were patched with electric tape, but the white and black cables from their primary controller were chipped as well. The controller showed to previously have 5 "no external power" alarms on (B)(6) 2020, however the patient did not recall accidentally disconnecting both power sources simultaneously. Upon prior no external power events, the patient reported a power outage in their home. The patient denied any lvad alarms and they were scheduled for an operating room (or) procedure on (B)(6) 2020 that was not related to the lvad. Upon log file review, transient low voltage hazard and no external power alarms were found on (B)(6) 2020 while tethered on a mobile power unit (mpu), where the controller momentarily disconnected from a power source. The pump speed was maintained within set parameters during these events. Additional information received stated that the patient had two pump stops after controller exchange. The patient reportedly felt okay during the controller exchange with normal pump parameters. About 20 minutes after, the nurses stated the patient experienced low flow alarms. A log file read was requested and the history showed low flow followed by two pump stops. It was reported the patient felt dizzy during this episode but then felt better once normal pump parameters were back in place. The patient was placed on battery as there was a concern there was a short-to-shield. During analysis of the log file, it was reported the pump stops only occurred when the vad was connected to the power module. It was reported this type of behavior has been linked to issues with the percutaneous lead. Technical support recommended keeping the patient on battery until further investigation was completed. X-rays were required to find the possible location of the compromise in the lead. During analysis, it was discovered the patient experienced low voltage while on batteries. Technical services reported this could be an issue with the battery clips being dirty or damaged. It was recommended to clean the battery clips and battery contacts. If the issue does not resolve it was recommended to change out the battery clips. An update was reported on (B)(6) 2020, confirming that the driveline x-rays were unremarkable. On (B)(6) 2020, the patient was asymptomatic, the flow on their controller was blank, and their pulse index (pi) was 1.2. Upon log file review, pi events were occurring throughout the entire log. The site later reported that the patient's mpu was still operational and had a v-lock connector on the a/c power cord. The patient and their fiancé could not recall if the mpu power cord came loose at the wall outlet or the back of the unit. For the last "external power loss", they denied any power outage in the home. On (B)(6) 2020, an update was provided that the patient was given an unshielded cable to connect to wall power and they might possibly receive an external driveline repair, pending resolution of the covid-19 crisis allowing engineers to fly to (B)(6). The patient's battery clips and battery contacts were replaced with resolution of the issue. There were no further low flow alarms after using unshielded cable. The cause of the previous low flow alarms and pi events was identified to likely be a short-to-shield.